Event description:
A nurse reported the reflux function would not work during a portion of the case. The surgeon was able to complete the procedure with no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).